Event description:
Pt admitted to hosp for evaluation of near syncope. EKG reports "frequent failure to sense competing sinus beats." Original pacemaker implanted in 1984 for "syncope associated with some type of bradyarrhythmia." Lead believed to be failed. Lead capped and left implanted.